Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported system error 345 which was reproduced. A review of the event history log identified multiple events of system error 345. The reported condition was verified. The cause was determined to be a failed downstream thermistor. The downstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.